Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a bubble in the tubing. Customer's blood glucose was 254 mg/dl. Customer was advised to remove the reservoir from the pump. Customer was assisted with priming. Customer stated that the bubble is in the same location and is present whether the tubing has been filled or not. Customer reported that she went through 2 infusion sets last week. Customer forgot to remove the needle guard. Customer stated that she bent the needle when she removed it. Customer was advised not to use the infusion set. Customer stated that it seems like her blood glucose has been high for the past few days up to 270 mg/dl. Customer had a low blood glucose yesterday and was given insulin. Troubleshooting was performed and the customer was assisted with inserting their set.